Event description:
A customer reported obtaining closed tube aliquotter (cta) wash syringe motion errors from a unicel dxc 600i synchron access clinical system and that the racks were getting stuck in the cta. The customer noted that the syringes were very crusty. Customer technical support (cts) advised the customer to clean the syringes with di water. After cleaning the syringes, the customer stated that crystals and leakage from the syringe, and motion errors were still observed. No erroneous patient results were generated. No effect to patient or lab personnel was reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for the event. The fse replaced both wash syringes due to leaking / salt deposit. The fse primed the instrument and tested samples. No problems were observed. Instrument operation resumed. On (B)(4) 2011, the fse replaced the wash pump assembly to address the syringe motion errors. The fse primed the instrument and verified its operation. Quality control (qc) was run and no problems were observed. (B)(4).